Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal dysfunction could not be conclusively established through this evaluation. The account communicated that the patient experienced renal dysfunction on (B)(6) 2022 that was not device related. Symptoms included hypervolemia and anuria. According to the account, the renal dysfunction was treated with dialysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction," lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had renal dysfunction starting on (B)(6) 2022. Symptoms included hypervolemia and anuria. Labs and clinical assessments were used for diagnosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in a skilled nursing facility with do-not-resuscitate (dnr) /do-not-intubate (dni) chronic dialysis and a history of recurring bacteremia. The driveline infection was not active.